Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left essure coil appeared to be lacking the small straight portion on the end specimen / the coils were removed in 2 pieces each') and pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. C06523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included overweight, anxiety, perineal pain, paratubal cyst and live birth (delivery of cephalic presentation). On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced migraine ("migraines / headaches"), decreased appetite ("lack of eating") and mood swings ("mood swings"). On (B)(6)2015, the patient experienced rash ("rash on my belly"), 23 days after insertion of essure. In (B)(6)2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), offensive vaginal discharge ("smelly vaginal discharge") and vaginal infection ("vaginal infection"). In (B)(6)2015, the patient experienced visual impairment ("required glasses now"). On (B)(6)2016, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("inside vagina pain"), dysmenorrhoea ("horrible period cramps"), the first episode of tooth fracture ("dental problems: breaking teeth"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss / my hair has been thinning and falling"), insomnia ("lack of sleep"), dizziness ("dizziness"), arthralgia ("hip pain"), groin pain ("groin pain"), abdominal pain ("belly area pain"), headache ("headache / headaches are getting worse "), depression ("depression"), eructation ("I have been getting the sulfer burps"), gluten sensitivity ("I have recently had a little bit of allergies to gluten"), rash papular ("I also had itchy bumps on my fingers"), the first episode of amenorrhoea ("not having my period / no periods"), anxiety ("anxiety"), hot flush ("hot flash"), abdominal distension ("bloating"), fallopian tube spasm ("tube started to spasm"), chills ("I get chills out of nowhere too"), pharyngitis streptococcal ("strep throat"), vision blurred ("blurred vision"), night sweats ("I sweat a lot at night"), fibromyalgia ("I have also had very bad fibromyalgia symptoms"), psoriasis ("my psoriasis on my elbow have come back"), the second episode of tooth fracture ("piece of my tooth just come off") and the second episode of amenorrhoea ("she has lost her period") and was found to have weight increased ("weight gain / although I wouldn't eat I was gaining a lot of weight") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, pelvic pain, vulvovaginal pain, dysmenorrhoea, female sexual dysfunction, endometriosis, visual impairment, fatigue, weight increased, offensive vaginal discharge, vaginal infection, insomnia, dizziness, decreased appetite, arthralgia, groin pain, abdominal pain, headache, mood swings, depression, hormone level abnormal, eructation, gluten sensitivity, rash papular, anxiety, hot flush, abdominal distension, fallopian tube spasm, chills, pharyngitis streptococcal, vision blurred, night sweats, fibromyalgia, psoriasis, the last episode of tooth fracture and the last episode of amenorrhoea outcome was unknown, the rash, migraine and alopecia was resolving and the vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, chills, decreased appetite, depression, device breakage, dizziness, dysmenorrhoea, endometriosis, eructation, fallopian tube spasm, fatigue, female sexual dysfunction, fibromyalgia, gluten sensitivity, groin pain, headache, hormone level abnormal, hot flush, insomnia, migraine, mood swings, night sweats, offensive vaginal discharge, pelvic pain, pharyngitis streptococcal, psoriasis, rash, rash papular, vaginal infection, vision blurred, visual impairment, vulvovaginal pain, weight increased, the first episode of amenorrhoea, the first episode of tooth fracture, vaginal discharge, the second episode of amenorrhoea and the second episode of tooth fracture to be related to essure. The reporter commented: current weight 153 lbs. Right side - 4 trailing coils, left side- 3 trailing coils. Essure insertion date provided in pfs - (B)(6)2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record : device breakage". Lot number: c06523 manufacture date: 2013-12 expiration date: 2016-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received event " she had lost her period " was added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left essure coil appeared to be lacking the small straight portion on the end specimen / the coils were removed in 2 pieces each') and pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. C06523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included overweight, anxiety, perineal pain, paratubal cyst and live birth (delivery of cephalic presentation). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"), decreased appetite ("lack of eating") and mood swings ("mood swings"). On (B)(6) 2015, the patient experienced rash ("rash on my belly"), 23 days after insertion of essure. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), offensive vaginal discharge ("smelly vaginal discharge") and vaginal infection ("vaginal infection"). In (B)(6) 2015, the patient experienced visual impairment ("required glasses now"). On (B)(6) 2016, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("inside vagina pain"), dysmenorrhoea ("horrible period cramps"), the first episode of tooth fracture ("dental problems: breaking teeth"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss / my hair has been thining and falling"), insomnia ("lack of sleep"), dizziness ("dizziness"), arthralgia ("hip pain"), groin pain ("groin pain"), abdominal pain ("belly area pain"), headache ("headache / headaches are getting worse "), depression ("depression"), eructation ("I have been getting the sulfer burps"), gluten sensitivity ("I have recently had a little bit of allergies to gluten"), rash papular ("I aslo had itchy bumps on my fingers"), amenorrhoea ("not having my period"), anxiety ("anxiety"), hot flush ("hot flash"), abdominal distension ("bloating"), fallopian tube spasm ("tube started to spasm"), chills ("I get chills out of nowhere too"), pharyngitis streptococcal ("strep throat"), vision blurred ("blurred vision"), hyperhidrosis ("I sweat a lot at night"), fibromyalgia ("I have also had very bad fibromyalgia symptoms"), psoriasis ("my psoriasis on my elbow have come back") and the second episode of tooth fracture ("piece of my tooth just come off") and was found to have weight increased ("weight gain / although I wouldn't eat I was gaining a lot of weight") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, vulvovaginal pain, dysmenorrhoea, female sexual dysfunction, endometriosis, visual impairment, fatigue, weight increased, offensive vaginal discharge, vaginal infection, insomnia, dizziness, decreased appetite, arthralgia, groin pain, abdominal pain, headache, mood swings, depression, hormone level abnormal, eructation, gluten sensitivity, rash papular, amenorrhoea, anxiety, hot flush, abdominal distension, fallopian tube spasm, chills, pharyngitis streptococcal, vision blurred, hyperhidrosis, fibromyalgia, psoriasis and the last episode of tooth fracture outcome was unknown, the rash, migraine and alopecia was resolving and the vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, anxiety, arthralgia, chills, decreased appetite, depression, device breakage, dizziness, dysmenorrhoea, endometriosis, eructation, fallopian tube spasm, fatigue, female sexual dysfunction, fibromyalgia, gluten sensitivity, groin pain, headache, hormone level abnormal, hot flush, hyperhidrosis, insomnia, migraine, mood swings, offensive vaginal discharge, pelvic pain, pharyngitis streptococcal, psoriasis, rash, rash papular, vaginal infection, vision blurred, visual impairment, vulvovaginal pain, weight increased, the first episode of tooth fracture, vaginal discharge and the second episode of tooth fracture to be related to essure. The reporter commented: current weight 153 lbs. Right side - 4 trailing coils, left side- 3 trailing coils. Essure insertion date provided in pfs - (B)(6) 2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record : device breakage". Lot number: c06523. Manufacture date: 2013-12. Expiration date: 2016-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: social media report received : events- "I have been getting the sulfer burps, I have recently had a little bit of allergies to gluten, I aslo had itchy bumps on my fingers, not having my period, anxiety, hot flash, bloating, tube started to spasm, I get chills out of nowhere too, strep throat, blurred vision, I sweat a lot at night, I have also had very bad fibromyalgia symptoms, my psoriasis on my elbow have come back, a piece of my tooth just come off", reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left essure coil appeared to be lacking the small straight portion on the end specimen / the coils were removed in 2 pieces each') and pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. C06523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included overweight, anxiety, perineal pain, paratubal cyst and live birth (delivery of cephalic presentation). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"), decreased appetite ("lack of eating") and mood swings ("mood swings"). On (B)(6) 2015, the patient experienced rash ("rash on my belly"), 23 days after insertion of essure. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), offensive vaginal discharge ("smelly vaginal discharge") and vaginal infection ("vaginal infection"). In (B)(6) 2015, the patient experienced visual impairment ("required glasses now"). On (B)(6) 2016, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("inside vagina pain"), dysmenorrhoea ("horrible period cramps"), the first episode of tooth fracture ("dental problems: breaking teeth"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss / my hair has been thining and falling"), insomnia ("lack of sleep"), dizziness ("dizziness"), arthralgia ("hip pain"), groin pain ("groin pain"), abdominal pain ("belly area pain"), headache ("headache / headaches are getting worse "), depression ("depression"), eructation ("I have been getting the sulfer burps"), gluten sensitivity ("I have recently had a little bit of allergies to gluten"), rash papular ("I aslo had itchy bumps on my fingers"), the first episode of amenorrhoea ("not having my period / no periods"), anxiety ("anxiety"), hot flush ("hot flash"), abdominal distension ("bloating"), fallopian tube spasm ("tube started to spasm"), chills ("I get chills out of nowhere too"), pharyngitis streptococcal ("strep throat"), vision blurred ("blurred vision"), night sweats ("I sweat a lot at night"), fibromyalgia ("I have also had very bad fibromyalgia symptoms"), psoriasis ("my psoriasis on my elbow have come back"), the second episode of tooth fracture ("piece of my tooth just come off"), the second episode of amenorrhoea ("she has lost her period"), tooth abscess ("left that has an absess and I wiggle it,") and toothache ("it gets painful") and was found to have weight increased ("weight gain / although I wouldn't eat I was gaining a lot of weight") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, vulvovaginal pain, dysmenorrhoea, female sexual dysfunction, endometriosis, visual impairment, fatigue, weight increased, offensive vaginal discharge, vaginal infection, insomnia, dizziness, decreased appetite, arthralgia, groin pain, abdominal pain, headache, mood swings, depression, hormone level abnormal, eructation, gluten sensitivity, rash papular, anxiety, hot flush, abdominal distension, fallopian tube spasm, chills, pharyngitis streptococcal, vision blurred, night sweats, fibromyalgia, psoriasis, the last episode of tooth fracture, the last episode of amenorrhoea, tooth abscess and toothache outcome was unknown, the rash, migraine and alopecia was resolving and the vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, chills, decreased appetite, depression, device breakage, dizziness, dysmenorrhoea, endometriosis, eructation, fallopian tube spasm, fatigue, female sexual dysfunction, fibromyalgia, gluten sensitivity, groin pain, headache, hormone level abnormal, hot flush, insomnia, migraine, mood swings, night sweats, offensive vaginal discharge, pelvic pain, pharyngitis streptococcal, psoriasis, rash, rash papular, tooth abscess, toothache, vaginal infection, vision blurred, visual impairment, vulvovaginal pain, weight increased, the first episode of amenorrhoea, the first episode of tooth fracture, vaginal discharge, the second episode of amenorrhoea and the second episode of tooth fracture to be related to essure. The reporter commented: current weight 153 lbs. Right side - 4 trailing coils, left side- 3 trailing coils essure insertion date provided in pfs - (B)(6) 2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record : device breakage". Lot number: c06523, manufacture date: 2013-12, expiration date: 2016-12 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received- new event left that has an absess and I wiggle it,it gets painful were added. Reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left essure coil appeared to be lacking the small straight portion on the end specimen / the coils were removed in 2 pieces each') and pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. C06523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included overweight, anxiety, perineal pain, paratubal cyst and live birth (delivery of cephalic presentation). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"), decreased appetite ("lack of eating") and mood swings ("mood swings"). On (B)(6) 2015, the patient experienced rash ("rash on my belly"), 23 days after insertion of essure. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), offensive vaginal discharge ("smelly vaginal discharge") and vaginal infection ("vaginal infection"). In (B)(6) 2015, the patient experienced visual impairment ("required glasses now"). On (B)(6) 2016, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("inside vagina pain"), dysmenorrhoea ("horrible period cramps"), tooth fracture ("dental problems: breaking teeth"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss / my hair has been thining and falling"), insomnia ("lack of sleep"), dizziness ("dizziness"), arthralgia ("hip pain"), groin pain ("groin pain"), abdominal pain ("belly area pain"), headache ("headache") and depression ("depression") and was found to have weight increased ("weight gain / although I wouldn't eat I was gaining a lot of weight") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, vulvovaginal pain, dysmenorrhoea, female sexual dysfunction, endometriosis, tooth fracture, visual impairment, fatigue, weight increased, offensive vaginal discharge, vaginal infection, insomnia, dizziness, decreased appetite, arthralgia, groin pain, abdominal pain, headache, mood swings, depression and hormone level abnormal outcome was unknown, the rash, migraine and alopecia was resolving and the vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, arthralgia, decreased appetite, depression, device breakage, dizziness, dysmenorrhoea, endometriosis, fatigue, female sexual dysfunction, groin pain, headache, hormone level abnormal, insomnia, migraine, mood swings, offensive vaginal discharge, pelvic pain, rash, tooth fracture, vaginal infection, visual impairment, vulvovaginal pain, weight increased and vaginal discharge to be related to essure. The reporter commented: current weight 153 lbs. Right side - 4 trailing coils, left side- 3 trailing coils essure insertion date provided in pfs - (B)(6) 2015 (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record : device breakage". Lot number: c06523, manufacture date: 2013-12, expiration date: 2016-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Event" hormonal changes" was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left essure coil appeared to be lacking the small straight portion on the end specimen / the coils were removed in 2 pieces each') and pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. C06523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included overweight, anxiety, perineal pain, paratubal cyst and live birth (delivery of cephalic presentation). On (B)(6) 2015, the patient had essure inserted. In february 2015, the patient experienced migraine ("migraines / headaches"), decreased appetite ("lack of eating") and mood swings ("mood swings"). On (B)(6) 2015, the patient experienced rash ("rash on my belly"), 23 days after insertion of essure. In march 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), offensive vaginal discharge ("smelly vaginal discharge") and vaginal infection ("vaginal infection"). In october 2015, the patient experienced visual impairment ("required glasses now"). On (B)(6) 2016, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("inside vagina pain"), dysmenorrhoea ("horrible period cramps"), tooth fracture ("breaking teeth"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss / my hair has been thining and falling"), insomnia ("lack of sleep"), dizziness ("dizziness"), arthralgia ("hip pain"), groin pain ("groin pain"), abdominal pain ("belly area pain"), headache ("headache") and depression ("depression") and was found to have weight increased ("weight gain / although I wouldn't eat I was gaining a lot of weight"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, vulvovaginal pain, dysmenorrhoea, female sexual dysfunction, endometriosis, tooth fracture, visual impairment, fatigue, weight increased, offensive vaginal discharge, vaginal infection, insomnia, dizziness, decreased appetite, arthralgia, groin pain, abdominal pain, headache, mood swings and depression outcome was unknown, the rash, migraine and alopecia was resolving and the vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, arthralgia, decreased appetite, depression, device breakage, dizziness, dysmenorrhoea, endometriosis, fatigue, female sexual dysfunction, groin pain, headache, insomnia, migraine, mood swings, offensive vaginal discharge, pelvic pain, rash, tooth fracture, vaginal infection, visual impairment, vulvovaginal pain, weight increased and vaginal discharge to be related to essure. The reporter commented: current weight 153 lbs. Right side - 4 trailing coils, left side- 3 trailing coils essure insertion date provided in pfs - (B)(6) 2015 (discrepancy noted) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported from patient¿s medical record : device breakage lot number: c06523 manufacture date: 2013-12 expiration date: 2016-12. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left essure coil appeared to be lacking the small straight portion on the end specimen / the coils were removed in 2 pieces each') and pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. C06523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included overweight, anxiety, perineal pain, paratubal cyst and live birth (delivery of cephalic presentation). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"), decreased appetite ("lack of eating") and mood swings ("mood swings"). On (B)(6) 2015, the patient experienced rash ("rash on my belly"), 23 days after insertion of essure. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), offensive vaginal discharge ("smelly vaginal discharge") and vaginal infection ("vaginal infection"). In (B)(6) 2015, the patient experienced visual impairment ("required glasses now"). On (B)(6) 2016, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("inside vagina pain"), dysmenorrhoea ("horrible period cramps"), the first episode of tooth fracture ("dental problems: breaking teeth"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss / my hair has been thining and falling"), insomnia ("lack of sleep"), dizziness ("dizziness"), arthralgia ("hip pain"), groin pain ("groin pain"), abdominal pain ("belly area pain"), headache ("headache / headaches are getting worse "), depression ("depression"), eructation ("I have been getting the sulfer burps"), gluten sensitivity ("I have recently had a little bit of allergies to gluten"), rash papular ("I aslo had itchy bumps on my fingers"), amenorrhoea ("not having my period / no periods"), anxiety ("anxiety"), hot flush ("hot flash"), abdominal distension ("bloating"), fallopian tube spasm ("tube started to spasm"), chills ("I get chills out of nowhere too"), pharyngitis streptococcal ("strep throat"), vision blurred ("blurred vision"), night sweats ("I sweat a lot at night"), fibromyalgia ("I have also had very bad fibromyalgia symptoms"), psoriasis ("my psoriasis on my elbow have come back") and the second episode of tooth fracture ("piece of my tooth just come off") and was found to have weight increased ("weight gain / although I wouldn't eat I was gaining a lot of weight") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, vulvovaginal pain, dysmenorrhoea, female sexual dysfunction, endometriosis, visual impairment, fatigue, weight increased, offensive vaginal discharge, vaginal infection, insomnia, dizziness, decreased appetite, arthralgia, groin pain, abdominal pain, headache, mood swings, depression, hormone level abnormal, eructation, gluten sensitivity, rash papular, amenorrhoea, anxiety, hot flush, abdominal distension, fallopian tube spasm, chills, pharyngitis streptococcal, vision blurred, night sweats, fibromyalgia, psoriasis and the last episode of tooth fracture outcome was unknown, the rash, migraine and alopecia was resolving and the vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, anxiety, arthralgia, chills, decreased appetite, depression, device breakage, dizziness, dysmenorrhoea, endometriosis, eructation, fallopian tube spasm, fatigue, female sexual dysfunction, fibromyalgia, gluten sensitivity, groin pain, headache, hormone level abnormal, hot flush, insomnia, migraine, mood swings, night sweats, offensive vaginal discharge, pelvic pain, pharyngitis streptococcal, psoriasis, rash, rash papular, vaginal infection, vision blurred, visual impairment, vulvovaginal pain, weight increased, the first episode of tooth fracture, vaginal discharge and the second episode of tooth fracture to be related to essure. The reporter commented: current weight 153 lbs. Right side - 4 trailing coils, left side- 3 trailing coils essure insertion date provided in pfs - (B)(6) 2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record : device breakage". Lot number: c06523 manufacture date: 2013-12 expiration date: 2016-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: quality-safety evaluation of ptc. (Product technical complaint) on 20-mar-2020: social media received. Reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left essure coil appeared to be lacking the small straight portion on the end specimen/the coils were removed in 2 pieces each') and pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. C06523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included overweight, anxiety, perineal pain, paratubal cyst and live birth (delivery of cephalic presentation). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines/headaches"), decreased appetite ("lack of eating") and mood swings ("mood swings"). On (B)(6) 2015, the patient experienced rash ("rash on my belly"), 23 days after insertion of essure. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), offensive vaginal discharge ("smelly vaginal discharge") and vaginal infection ("vaginal infection"). In (B)(6) 2015, the patient experienced visual impairment ("required glasses now"). On (B)(6) 2016, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("inside vagina pain"), dysmenorrhoea ("horrible period cramps"), tooth fracture ("breaking teeth"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss/my hair has been thining and falling"), insomnia ("lack of sleep"), dizziness ("dizziness"), arthralgia ("hip pain"), groin pain ("groin pain"), abdominal pain ("belly area pain"), headache ("headache") and depression ("depression") and was found to have weight increased ("weight gain/although I wouldn't eat I was gaining a lot of weight"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, vulvovaginal pain, dysmenorrhoea, female sexual dysfunction, endometriosis, tooth fracture, visual impairment, fatigue, weight increased, offensive vaginal discharge, vaginal infection, insomnia, dizziness, decreased appetite, arthralgia, groin pain, abdominal pain, headache, mood swings and depression outcome was unknown, the rash, migraine and alopecia was resolving and the vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, arthralgia, decreased appetite, depression, device breakage, dizziness, dysmenorrhoea, endometriosis, fatigue, female sexual dysfunction, groin pain, headache, insomnia, migraine, mood swings, offensive vaginal discharge, pelvic pain, rash, tooth fracture, vaginal infection, visual impairment, vulvovaginal pain, weight increased and vaginal discharge to be related to essure. The reporter commented: current weight (B)(6). Right side - 4 trailing coils, left side- 3 trailing coils. Essure insertion date provided in pfs - (B)(6) 2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported from patient¿s medical record: device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : previously reported event "injury to herself" updated to "mood swings", events- "pain, apareunia (inability to have sexual intercourse), rash on my belly, migraines/headaches, endometriosis, breaking teeth, vaginal discharge, required glasses now, fatigue, weight gain, hair loss, pelvic pain, smelly vaginal discharge, vaginal infection, lack of sleep, dizziness, lack of eating, inside vaginal pain, hip pain, groin pain, belly area pain, horrible period cramps, headache, depression, she did not undergo essure confirmation test, left essure coil appeared to be lacking the small straight portion on the end specimen/the coils were removed in 2 pieces each". Reporter, medical history, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.